Manufacturer narrative:
Product investigation confirmed the reported observations. This lead failed the visual inspection test. Detailed analysis revealed a puncture hole in the insulation in the tip region of the lead, consistent with a backloaded guidewire escaping the lumen.

Event description:
It was reported that this left ventricular (lv) lead was unable to be successfully implanted as the lead was punctured by the guidewire while inserting it into the lead. This lead was successfully replaced. No adverse patient effects were reported.